Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient's mother reported patient was hospitalized for dka. Mother stated patient was feeling fine when she woke up at 6 am. Mother reported patient's blood glucose level in the morning was a little high; cannot recall if she told patient to give herself a bolus. Mother stated when patient arrived at school she felt sick and was vomiting. Mother reported she picked the patient up and brought her home; patient's blood glucose levels were in the 200's mg/dl at approximately 11:30 am -12 pm. Mother stated she took the patient to the doctor and patient's blood glucose level was 377 mg/dl on doctor's meter. Mother reported doctor gave patient an IV of unknown content and called the ambulance; patient did not receive treatment or blood glucose reading while with the emts. Mother stated patient's blood glucose level at the hospital was 309 mg/dl; treated with IV insulin drip. Patient was then taken to the ICU and moved the next day. Patient was in the hospital from (B)(6) 2014. Mother reported the doctor has just increased the patient's basal rate. Mother states the pump is not delivering insulin accurately. Mother stated the patient is currently not using the pump; is taking insulin injections. Requested pump, adapter, cartridge, infusion set and strips for evaluation and replacement was sent.